Event description:
It was reported by service report that the foot end lift tubes were bent and the cot could not be raised or lowered in power or manual mode. The customer could not determine if there was pt involvement or if there were adverse consequences to report.